Event description:
It was reported that the device was in use for infusion (drug type not reported). The reporter stated the device leaked at the "white disk". No adverse effects to patient reported. Refer also to file 3012307300-2018-04881.